Event description:
The customer reported that the pacer test failed.

Manufacturer narrative:
(B)(4). The customer reported that the pacer test failed. The device was evaluated by philips. The power pca was replaced to resolve the issue.